Event description:
During a review of the patient¿s vns generator programming history a faulted system diagnostics were noted. The patient was at settings output current= 1.25 ma/ frequency= 30 hz/ pulse width= 500 usec/on time= 30 sec/off time= 5 min / magnet output current= 0 ma/ pulse width= 500 usec / on time= 60 sec. A faulted diagnostics occurred which changed the patient¿s settings to output current= 0 ma/ frequency= 20 hz/ pulse width= 500 usec/on time= 30 sec/off time= 60 min / magnet output current= 1 ma/ pulse width= 500 usec / on time= 30 sec.

Manufacturer narrative:
Analysis of programming history.